Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in israel, during deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach the balloon burst at full deployment. The valve was successfully deployed. During withdrawal attempt significant resistance was encountered. The delivery system and balloon were unable to be pulled back into the esheath. The distal end of the delivery system became stuck in the bifurcation therefore surgical intervention was required. During the surgery there was difficulty to control the aorta proximally due to severe calcification. The vascular surgeon occluded the aorta to perform an axillary femoral graft. The patient went into shock and decompensated. One day post op the patient expired.

Manufacturer narrative:
Update to reflect device evaluation. The distal portion of the inflation balloon was returned to edwards lifesciences for evaluation with a cut guidewire inserted through. The remaining portion of the delivery system was not returned. The returned device was evaluated. The balloon lumen measured 3 cm, radial and longitudinal tear. One wing was flared out. The inflation balloon single wall thickness was measured along the edges of the burst location. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, as a thin wall could contribute to the observed burst. All measurements taken of the balloon single wall thickness met the specification. The complaints were confirmed by returned device. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample, and an existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified annulus and the subsequent withdrawal difficulty. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. As reported in this complaint, ''the physician was inflating the balloon to open the valve and the balloon burst when the frame was fully expanded'' and ''it was pulled the system until resistance was felt and tried to pull the sheath and the protruding balloon in one piece and it was not possible, so it was forcefully to the balloon into the sheath''. Per the imagery, the patient had a severely calcified stj. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. While the balloons are sufficiently designed and tested for rated, burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. Once ruptured, the balloon would likely have an altered/increased profile that can cause difficulties while withdrawing the delivery system. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. As such, available information therefore suggests that patient factors (calcification, tortuosity) and procedural factors (withdrawal of burst balloon) likely contributed to the complaint events. The technical summary is applicable to this complaint because the case notes and imagery show that the patient had evidence of annular calcification. As such, an engineering evaluation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.